Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, or excessive no delivery test, or verify no delivery alarm, or delivery anomaly due to failed battery test alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not able to deliver insulin. Customer's blood glucose level was 110 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The initial report was reported in error as the event had been previously reported, see manufacturing report number 3004209178-2016-55502. The device evaluation has also been provided under the initial manufacturing report number so this report was created in error.